Manufacturer narrative:
Examination of the submitted device confirmed the post is fractured and separated from the trial body. The trial is designed to be disassembled from the femoral trial by lifting the augment trial directly up from the femoral trial. It is suspected the augment trial was removed from the femoral in a manner placing side pressures on the augment post resulting in fracture. The root cause is being attributed to user technique. Based on the investigation determination of user technique as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument is worn out. **update upon review of the returned product, it was noted the post was broken off.